Event description:
A four month old male with medical history of pulmonary atresia, ventricular septal defect, tetralogy of fallot, status post blalock taussig shunt on 5/28/96 and patent ductus arteriousus ligation underwent tetraology of fallot and pulmonary artery repair using a 9mm pulmonary valve and conduit on 9/5/96. One month later the pt died due to a ruptured pseudoaneurysm of the homograft gusset to the pulmonary homograft. Site related the event to the homograft.